Event description:
Moog 1200ml enteralite infinity pump delivery sets (2), used on (B)(6) 2011 showed with constant no food, no flow in and no flow out errors. I would address the pump error and another would occur. Lot number cf 1102113. This (B)(6) male has mitochondrial disease and gi problems; is on the enteralite infinity pump 24 hrs a day with ppn and medications administered via the pump. We are at the point of trying to determine whether the child will need IV nutrition. However, due to the pump and pump delivery set malfunctions, his medical team and our family is having difficulty in determining what problems administering the needed pump fluids are due to the malfunctioning pump sets and what are due to gut shut down. It would be wonderful if moog would find a source of their old bags, which seemed to work better, as each box of 30 has between 5-10 which malfunction (these are 1200 ml bags). Zevex enteralite infinity pumps -2 used- (B)(6) - both had errors.